Manufacturer narrative:
A device history review was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the navilyst medical september 2009 complaint report was performed for the vaxcel pasv PICC product family for the failure mode of "thrombosis." No adverse trend was noted. Although a root cause was unable to be determined due to lack of a sample for examination, there is no indication that this incident is the result of a manufacturing/design issue. The current manufacturing process controls have been reviewed and are considered sufficient to detect/prevent a device failure. They include a 100% visual inspection of all catheters for damage or defects and 100% leak testing of the catheter, as well as a guidewire check for lumen patency to verify proper catheter assembly.

Event description:
As reported by clinical nurse specialist at the hospital in foreign country, the patient had an indwelling PICC when doppler ultrasound confirmed that a thrombosis was present. The patient was treated with an IV anticoagulant, and was then converted to oral warfarin. It was indicated that normal practice is to continue with oral anticoagulant therapy for 6 months with associated close supervision. The device was removed from the patient and discarded by the hospital. The patient's condition was noted as "fine" at the time of the complaint filing.